Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient had experienced a blood glucose over 500 mg/dl associated with an inaccurate delivery issue. Reportedly, emergency medical services was called and the patient was treated by their healthcare provider. Troubleshooting was not completed at the time of the call and the reporter could not be reached for further information. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2018 with the following findings: a review of the pump histories showed that the last basal delivery was a normal bolus. A review of the total daily dose history indicated that the insulin delivery totals correctly reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. No defects were found on investigation therefore the investigation was unable to duplicate the initial ¿inaccurate delivery¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.